Manufacturer narrative:
Other applicable components are: product ID: 3093-33, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) who reported that the patient's ins was replaced due to battery depletion, not reported to have been premature. During the removal of the ins the hcp noticed one of the patient's two leads had been damaged sometime in the past and was therefore non-functional. Gentle traction was applied to the lead and the lead was removed in its entirety, but the functioning lead was left to be used with the new ins. The patient was moved to post anesthesia care in stable condition following the procedure, no patient symptoms were reported. There were no further complication reported or anticipated.